Manufacturer narrative:
(B)(4). Device has not been returned to manufacture. It was discarded. Product was discarded.

Event description:
It was reported that the clinician used a unknown certain implant placement driver tip to place the implants (bopt6511) that were damaged. Implants were stripped. The driver tip might have been worn. Surgery was completed with another driver and implant.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported malfunction for the driver tip. A root cause cannot be determined. The complaint was confirmed through the reported malfunction of implant hex damaged.

Event description:
No further event information available at the time of this report.